Event description:
A malfunction alarm was reported with no notable events occurring prior to the malfunction. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support arranged for a replacement pump to be sent to the customer, instructed the customer on placing the pump into storage mode, and advised on returning the malfunctioning pump within ten days using a pre-paid label.